Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
The doctor wanted to insert zso-7-12 into the cbd through the prepositioned (visiglide 2 0.025 straight) wire guide, assistant nurse tried to straighten the zso-7-12 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-12 was used and wire guide was not changed..

Manufacturer narrative:
Device evaluation: the device evaluation of zso-7-12 of c2267151 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-12 of c2267151 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). It is also known that a 0.025 inch wire guide was attempted to be used with the device. Additionally, from the information received, it is also known that the 0.025 inch wire guide was also used with the replacement device used to complete the procedure successfully. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the information provided they used a straightener to unfold the pigtail section and inserted the guide wire, but the wire did not pass through as the pigtail section bent at the tip. Hence the possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. Based on the information provided a possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. The complaint occurred during device preparation and did not make contact with the patient. Another zso-7-12 device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-oct-2025.